Event description:
It was reported that there was a lead failure due to possible header/connection issue. Additionally, it was noted that the device was also reposition when the right ventricular (rv) lead was repositioned. The patient is enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.